Manufacturer narrative:
(B)(4). The incident unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Date of initial report : 09/10/2014. Date of follow-up report : 09/23/2014. The investigation did not identify anything that would have caused or contributed to the reported event. The investigation found that the unit functions normally and within specification.

Event description:
The customer reported that a forcefxc generator was used during a breast augmentation procedure. The megadyne cautery handpiece which was hand controlled activated on its own while inside its holster. There was no footswitch in use. Another handpiece was used to complete the procedure. There was no injury to patient or staff.